Event description:
Customer reportedly received results of 99 mg/dl and 180 mg/dl on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.`